Event description:
During episode of color change to duskiness, oximeter readings 100%, reconnected to another module, readings 47%. Required increased fio2 intubation ventilation for acidosis. Fio2 weaned to 30% with stable oximetry reddings in the 80's.